Event description:
The reported communication issue on the usb white cable was verified through product analysis. The cause for this issue is associated with a disconnected wire connection in the returned serial cable.

Manufacturer narrative:
.

Event description:
It was reported that the tablet's usb cable was faulty. A replacement usb cable was sent to the healthcare professional and it was found to work as expected. The suspect usb cable was returned to the manufacturer. Analysis is underway but it has not been completed to date.